Manufacturer narrative:
Visual findings did not observe any damage to the unit. Evaluation of the returned product found the alarm did not initially power on with aa batteries installed, but did after lightly tapping on the power switch. Once powered on, the alarm functioned properly when a nurse call adapter and sensor simulator were connected. The alarm was also confirmed to function when powered with an ac adapter but would intermittently power on/off when touching the power switch. The units resistance was measured across the power switch pins and found to be high (approximately 20 ohms measured vs 0.2 ohms expected) causing the intermittent power. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported alarms with varying issues. Intermittent power issues identified during evaluation of complaint unit.